Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d1, d2, d4, g5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had worn a bard (bard ex i.c catheter) and felt that the flow of urine was slower than the previous catheter which was the silver coated standalone catheter. The patient tried to use an optiflo but also found very difficult. They measured the external diameter of the catheter of a previous catheter. The patient concerned about the diameter differences when both the catheters are 16ch and noted the internal diameters would be as largely different. And also stated the patient had a clean unused one of the catheters and measured the external diameter of this catheter, which was 5.7mm, and measured the currently used catheter it is about 4.8mm which was quite a large difference when they are in sizes of 16ch catheters. The patient wanted to know whether this would affect the internal diameter and if this why urine flow was so much slower with the catheter as now being used. Based on his belief that the device was not draining as well. As the latex foleys are dipped over a form which should ensure the internal diameter was consistent even if there may be a slight variation in the outer.

Event description:
It was reported that the patient had worn a bard (bard ex i.c catheter) and felt that the flow of urine was slower than the previous catheter which was the silver coated standalone catheter. The patient tried to use an optiflo but also found very difficult. They measured the external diameter of the catheter of a previous catheter. The patient concerned about the diameter differences when both the catheters are 16ch and noted the internal diameters would be as largely different. And also stated the patient had a clean unused one of the catheters and measured the external diameter of this catheter, which was 5.7mm, and measured the currently used catheter it is about 4.8mm which was quite a large difference when they are in sizes of 16ch catheters. The patient wanted to know whether this would affect the internal diameter and if this why urine flow was so much slower with the catheter as now being used. Based on his belief that the device was not draining as well. As the latex foleys are dipped over a form which should ensure the internal diameter was consistent even if there may be a slight variation in the outer. Per evaluation, it was found that the second returned catheter was the incorrect french size

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "machine malfunction". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." Corrections: d9, h3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the patient had worn a bard (bard ex i.c catheter) and felt that the flow of urine was slower than the previous catheter which was the silver coated standalone catheter. The patient tried to use an optiflo but also found very difficult. They measured the external diameter of the catheter of a previous catheter. The patient concerned about the diameter differences when both the catheters are 16ch and noted the internal diameters would be as largely different. And also stated the patient had a clean unused one of the catheters and measured the external diameter of this catheter, which was 5.7mm, and measured the currently used catheter it is about 4.8mm which was quite a large difference when they are in sizes of 16ch catheters. The patient wanted to know whether this would affect the internal diameter and if this why urine flow was so much slower with the catheter as now being used. Based on his belief that the device was not draining as well. As the latex foleys are dipped over a form which should ensure the internal diameter was consistent even if there may be a slight variation in the outer. Per evaluation, it was found that the second returned catheter was the incorrect french size

Manufacturer narrative:
The reported event was unconfirmed as the product meets specification. An used eggshell 2 way foley catheter and an unused eggshell 2 way foley catheter in a blue sleeve were returned. The used catheter was able to be inserted through a 16french size gage without issue. Catheter would not fit through 14 gage, meeting specification of plus or minus 1 gage size. (Gross visual evaluation). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had worn a bard (bard ex i.c catheter) and felt that the flow of urine was slower than the previous catheter which was the silver coated stand alone catheter. The patient tried to use an optiflo but also found very difficult. They measured the external diameter of the catheter of a previous catheter. The patient concerned about the diameter differences when both the catheters are 16ch and noted the internal diameters would be as largely different. And also stated the patient had a clean unused one of the catheters and measured the external diameter of this catheter, which was 5.7mm, and measured the currently used catheter it is about 4.8mm which was quite a large difference when they are in sizes of 16ch catheters. The patient wanted to know whether this would affect the internal diameter and if this why urine flow was so much slower with the catheter as now being used. Based on his belief that the device was not draining as well. As the latex foleys are dipped over a form which should ensure the internal diameter was consistent even if there may be a slight variation in the outer.